Event description:
Hospital reported during a procedure, an extravasation occurred. Hospital injection set for 1ml/sec. 70 vol.cc contrast, 3 cc saline test by hand. There was no indication of an adverse incident occurring. Patient was sent back to room and started complaining of burning and numbness. Loss of radial pulse & circulation of the first three fingers of the right hand. Patient was transferred to another facility and diagnosed with occlusion proximal of the right radial artery. Patient had surgery to remove four fingers.